Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: angina symptoms requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt suffered from angina symptoms (chest pain and dyspnea) under physical exercise. The pt was hospitalized and a diagnostic coronary angiography was done. Revascularization was performed in 2009, and the symptoms resolved two days later. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - angina, as listed in the xience v instructions for use (IFU) is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. Additionally, angina, dyspnea and hospitalization are listed in the xience v risk assesment as no fault post procedure complications. In this case, there was no report of any device malfunction at the time of the stent implant. It is possible that the dyspnea is a secondary effect of the angina which required hospitalization. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.